Event description:
It was reported that during a coil embolization procedure the proximal end of the coil detached leaving a portion of the coil protruding from the aneurysm neck . The patient was reported to be under observation. No additional information is available.

Event description:
It was reported that during a coil embolization procedure, the proximal end of the coil detached leaving a portion of the coil protruding from the aneurysm neck . The patient was reported to be under observation. No additional information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. Additional information received confirmed that the main coil, delivery wire, and proximal contact were confirmed to be in good condition post unpacking and preparation. The device was prepared and set up with continuous flush as per the directions for use (dfu). Based on review of this information, it is probable that unknown procedural factors may have resulted in the reported event limiting the performance of the device during procedure. Therefore, a root cause of operational context has been assigned to this event.